Manufacturer narrative:
Additional information was received. The initial reporter was amy (rt), however the last name is unavailable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The representative could not replicate the error. The covers were removed, cleaned, and inspected. A recalibration was performed. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging was showing a collimator error when booted up. This happened a couple of times and a reboot fixed the issue. There was no patient present.